Event description:
Contact reports that two months after surgery, x-rays revealed the two summit occipital screws had loosened. The surgeon decided to wait for bone fusion before any action would be taken. Another doctor did post-op management of the patient at another hospital.